Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure in the stomach.according to the complainant, the device would not carry any current. They tried to increase the wattage, but there was still no current. The problem occurred inside the patient. The case was completed with another gold probe device, and the same equipment.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure in the stomach.according to the complainant, the device would not carry any current. They tried to increase the wattage, but there was still no current. The problem occurred inside the patient. The case was completed with another gold probe device, and the same equipment.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases.the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.